Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via e-mail that an unspecified number of tampons were missing the removal string. No information was provided to clarify if this was noticed prior to use or after use of the tampon. Multiple attempts have been made to obtain further information from the consumer; however, no further information has been received.